Manufacturer narrative:
Initial.

Event description:
It was reported that a user started using the freestyle libre 3 plus sensor for the first time with the libre app, encountered a ¿sensor in use by another device¿ pairing issue, applied a new sensor with agent guidance, and the call was transferred to abbott for further support. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication and interviews and analysis of information provided by the user and third party. Investigation of this case revealed an interoperability problem between devices along with an improper or incorrect procedure or method during setup or pairing, with no applicable specific device part or sub-assembly implicated. It was concluded, based on previously established findings for similar reports, that the cause was traced to use error and improper setup procedure.